Event description:
The customer reported that during an ablation procedure, the temperature rose over 30 degrees and the generator powered off. Smoke came from the back of the generator. The generator was removed from use and another generator was used to complete the procedure. No patient injury occurred.

Manufacturer narrative:
(B)(4). The incident device has been received an is under evaluation. When the device evaluation is complete a follow-up report will be submitted.